Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an electrophysiology (ep) interventional procedure using a 9f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with four prostyle devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture retrieval issue was observed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.